Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding erroneous sodium (na) results obtained on two (2) patient samples on a dimension exl 200 integrated chemistry system. Siemens is investigating the event.

Event description:
The customer reported to siemens that they obtained erroneous sodium (na) results on two (2) patient samples on a dimension exl 200 integrated chemistry system. For sample identifier (B)(6), the erroneously depressed sodium (na) result was reported to the physician(s), and the result was questioned. For sample identifier (B)(6), the erroneously depressed result was not reported to the physician(s). The serum samples from the other tubes collected alongside the initially processed plasma samples, as well as the initial plasma samples from the original tubes, were reprocessed on the original dimension exl 200 integrated chemistry system. For sample identifier (B)(6), higher reprocessed results were obtained on both serum and plasma samples and considered correct. A corrected report was issued using the serum sample result. For sample identifier (B)(6), higher reprocessed results were obtained on a serum sample that were considered erroneously elevated and not reported to the physician(s). Also, a higher reprocessed result was obtained on a plasma sample compared to the initial result, considered correct, and reported. There are no known reports of patient intervention or adverse health consequences due to the erroneous sodium (na) results.

Manufacturer narrative:
Additional information (04-nov-2024): siemens healthcare diagnostics concluded the investigation of the event. Siemens reviewed the instrument data files and the information provided by the customer. Calibration was acceptable. Quality control (qc) recovery was within the customer¿s expected ranges, indicating that the sodium (na) assay was performing acceptably. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse replaced all integrated multisensor (imt) tubings, sample level sense cable, performed successful detection test, verified imt dilution fluidics, and ran imt repeatability test, which passed. Siemens evaluated the event and determined that the sample level sense cable potentially contributed to the erroneous na results. The customer is operational. The instrument is performing according to specifications. No further evaluation of this device is required. Section h6 has been updated to reflect siemens investigation. Initial MDR 2517506-2024-00277 was filed on 25-oct-2024. Correction: sections d1, d2, and d4 have been updated to reflect the instrument details. Section g1 has been updated to reflect the contact office - manufacturing site details of the instrument. Section g4 has been updated to reflect the PMA/510(k) number of the instrument. Section h4 has been updated to reflect the device manufacture date for the instrument. Section h8 has been updated to reflect the usage of device for the instrument.